Event description:
After an implantation period of approx. 68 months, undersensing was reported. No adverse patient side effects have been reported. The lead was explanted.

Manufacturer narrative:
The correct analysis results are now attached. Upon receipt, the lead under complaint was found cut approx. 13 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were returned for analysis. In between a segment of the lead body was missing. The visual inspection revealed multiple severe extraction damages. The distal lead fragment was excessively stretched. Multiple cuts and tears in the insulation were noted. The conductor cables were coiled inside their lumens and partly pulled out of the lead body in the cut areas. The shock coil showed deformations and signs of calcifications. Furthermore a rubbed through insulation could be identified on the distal lead fragment which can be considered as the root cause of the reported oversensing. Based on the characteristics of the damages, it is reasonable to assume that the lead had been subject to mechanical stress in the implanted state. The extraction damages and calcifications indicate a significant ingrowth of the lead which might have had impact on the lead's motion resulting in an increased stress level. Diagnostic images clarifying this assumption were not available for analysis. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.